Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump has had blank display issues for at least four days. The patient's blood glucose at the time of incident is unknown. The caller confirmed that the pump did not go blank after being bumped or dropped. The battery cap was inspected and it was undamaged. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No blank display anomaly was noted during testing. The pump passed the displacement and self tests. No loose power connector was noted. The pump passed the displacement and self tests. The pump had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.